Manufacturer narrative:
E1: (B)(6). Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient was hospitalized due to hyperglycemia and hypoglycemia event on (B)(6) 2024. Blood glucose level was 298 mg/dl before going to bed therefore, patient took over dose of correction bolus which led to low blood glucose level. Blood glucose level was 50 mg/dl in the morning. Patient first went to emergency room and later was hospitalized. The duration of hospitalization was less than 24 hours. Patient was treated with glucose for low blood glucose level in the emergency room. No further information was available.